Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a hemodialysis (hd) machine displayed two remove usb device 2 messages during an hd patient's treatment. It was reported that the treatment was stopped about one hour early. It was unknown if there were any audible alarms. It was reported the usb2 port was empty. The machine was powered back on after the second message and the blood pump would not run. It was reported the blood was not returned to the patient. Upon follow-up with the biomed, it was reported that the issue was a software issue and therefore, no replacement parts or repairs for the machine were required. The machine was pulled for inspection after the event occurred and is currently back in service. The biomed confirmed that the patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient was able to complete treatment on a new machine. The patient's estimated blood loss (ebl) was unknown. Additional information was requested, but reported to be unknown.